Event description:
Customer reported large differences between sensor glucose and blood glucose readings. Customer reported having a blood glucose level of 45 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.